Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 360 mg/dl. The customer stated that he had been experiencing frequent infusion set insertion site issues. He stated that he could usually feel when the insertion site failed, but in this instance, he was unable to. He noted that he was using the same infusion set for about a week before changing it. He experienced vomiting as a symptom of high blood glucose, and he was treated with a saline and insulin drip. He reported that he was wearing the insulin pump during the event. He performed troubleshooting for the insertion site. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.